Manufacturer narrative:
A correction to annex e and f codes has been submitted.

Event description:
It was reported that bd connecta wht 360deg valve tb 100cm separation other component and leaked mr heart with contrast. I connect a bd connecta 100 cm extension hose to the contrast syringe hose. Ref: (B)(4). I start the contrast. After about 18 seconds the patient alarms. I stop the perfusion sequence and talk to the patient. He says that his arm got wet. I go into the MRI room. The extension tube has broken in the attachment from the tube to the attachment where it goes into the pvk. Blood is therefore backing out, which is what the patient said was wet. The perfusion sequence cannot be used. Some contrast has entered, don't know how much as the rest has run out onto the table. Continuing the examination. When I get to the contrast series after 10 minutes, there is too little contrast in the heart muscle for them to be used. Run all other series, but the contrast series cannot be used for diagnostics. Save the broken hose in an envelope. Extract from the MRI heart report: "due to technical errors with the equipment, the contrast injection did not work, so contrast-dependent sequences are not assessable. Questions about scarring after infarction or myocarditis can thus not be answered. " velvet "possible scarring after infarction or myocarditis cannot be evaluated due to technical problems with the contrast supply. However, image as in dilated cardiomyopathy with pronounced dilated left ventricle with generally slightly lowered systolic function. " only flow measurements, morphological measurements and functional measurements could be assessed. It has not been possible to answer the questions in the referral such as "infarction?" Or "myocarditis?".

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos and 1 physical sample submitted for evaluation. The reported issue of separation other component - leak was confirmed upon inspection of the samples. Analysis of the sample showed that the bd extension did not have the fitting component on of the ends of the extension. Root cause of this defect is determined to be a misalignment of the assembly station. As corrective action, a modification was made to the inspection process that is meant to identify this kind of defect. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.